Event description:
It was reported the joystick on the airptmbdy18 powered wheelchair is experiencing steering and control problems. When turning to the left, the user indicated the performance is sluggish; however, when turning slightly to the right, the wheelchair will instead drive in circles.